Event description:
It was reported a spectrum pump alarmed door not fully latched. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced during the device investigation when loading a set and closing the door. This condition was determined to have been caused by a failed lower link switch. The lower auxiliary assembly was replaced.